Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of magnesium sulfate (20 grams in 500 ml of sterile water). During the programmed infusion, a bolus dose was programmed. After the bolus programming, the pump did not return to the originally infusion parameters. The bolus dose of 4 grams (100 ml) over 20 minutes was programmed, then 2 gram/hour maintenance dose. Following the bolus the pump switch to the maintenance dose. The clinician indicated that overall 450 ml in about 4 hours instead of 500 ml in about 9.5 hours there was patient involvement but no harm.

Event description:
It was reported there was an over infusion of magnesium sulfate (20 grams in 500 ml of sterile water). During the programmed infusion, a bolus dose was programmed. After the bolus programming, the pump did not return to the originally infusion parameters. The bolus dose of 4 grams (100 ml) over 20 minutes was programmed, then 2 gram/hour maintenance dose. Following the bolus the pump switch to the maintenance dose. The clinician indicated that overall 450 ml in about 4 hours instead of 500 ml in about 9.5 hours there was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Device evaluated by bd.